Manufacturer narrative:
It was reported that the table allegedly unlocks on its own. It was determined that the table is operating as expected after completing 25 cycles test and standing overnight lock testing. The testing concluded that the hand pendant lock/unlock button may be broken. The hand pendant will be returned to flower mound for further investigation after the replacement was provided. There was no patient involvement or adverse consequence reported.

Event description:
It was reported that the table allegedly unlocks on its own. There was no patient involvement or adverse consequences reported.

Manufacturer narrative:
A CAPA was initiated to further investigate the reported event of the reported unintended movement. Through investigation, the tables were found to meet design specifications. Within the CAPA there are multiple potential root causes which may have attributed to this complaint. As a result, each potential root cause was assessed and action have been taken to prevent future occurrences as related. Also through investigation, along with multiple consultations with physicians, it was determined that the risks involved with this event has a limited severity and a negligible occurrence of harm associated with it. No injuries have been reported as a result of unintended movement of the surgical table and it is unlikely that any injuries would result if this event were to reoccur.

Event description:
It was reported that the table allegedly unlocks on its' own. There was no patient involvement or adverse consequences reported.